Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the piston pushed over implant instead of from behind, impossible to use. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. No ophthalmic viscosurgical devices (ovd) is observed in the device. The plunger has been advanced to the depth guard and is advanced over the intraocular lens (iol). The iol is advanced into mid nozzle and is damaged. Plunger override was observed. The root cause may be related to failure to follow the IFU. No viscoelastic was observed in the device. The instructions for use (IFU) instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).